Event description:
It was reported that customer experienced repeated cartridge alarms on pump and contacted support for assistance, with no issues occurring during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return, and advised customer to return problematic pump within 10 days and to re-enter pump settings and reconnect continuous glucose monitor on replacement device.